Manufacturer narrative:
An investigation could not be performed as the article did not provide any specific information regarding the procedure dates or da vinci system identifiers. There were no device issues documented in the article. A review of the event performed by an intuitive medical safety officer (mso) concluded that this report is for a literature review regarding a large series of robotic cardiac procedures. The article lists the complications that occurred following these procedures. There are no allegations made or issues described regarding any intuitive surgical products or instruments. The complications listed are well known to cardiac surgery and not specific to any device or instrumentation. Based on the information in the summary of events, no intuitive surgical products or instruments contributed to these events. Citation: kitahara h, nisivaco s, bhasin r, hamzat I, grady k, balkhy hh. 550 robotic totally endoscopic mitral valve surgeries within a comprehensive robotic cardiac program. Ann thorac surg. 2024 aug 24:s0003-4975(24)00685-4. Doi: 10.1016/j.athoracsur.2024.08.005. Epub ahead of print. Pmid: 39186997. Section a2 age: the mean age of all patients was 63 years (25-89 yrs). Section a3 gender: male - 61%; female - 39%.

Event description:
A literature article that described a retrospective review of 1714 robotic endoscopic cardiac surgeries, performed at one single institution between september 2013 and february 2024, studied outcomes of 550 consecutive patients that underwent robotic mitral valve (mv) surgery. Mv repair was performed in 98% of patients with degenerative mitral regurgitation (mr). Concomitant procedures included cox-maze cryoablation in 127 (23%) patients, tricuspid valve repair in 54 (9.8%), septal myectomy in 15 (2.7%), totally endoscopic coronary bypass in 6 (1.1%), and aortic valve replacement in 3 (0.5%). Endoaortic balloon occlusion was used in 392 patients (71%), ventricular fibrillatory arrest in 114 (21%), and transthoracic aortic clamp in 44 (8%). Thirty-day mortality events occurred in 7 patients (1.3%); the causes of death provided included cardiogenic shock requiring venoarterial extracorporeal membrane oxygenation in 4 patients, 1 patient experienced aortic dissection with respiratory failure, 1 patient experienced pulmonary embolism, and 1 patient died from an unknown cause. There were no da vinci device malfunctions reported, nor did the authors alleged that any intuitive products caused or contributed to the deaths. The designated author contact has not responded to a request for additional information.

Manufacturer narrative:
The designated author was contacted and confirmed that there were no device malfunctions nor complications that were related to the devices.

Event description:
Refer to h11 for follow-up information.